Event description:
It was reported that a lead integrity alert (lia) occurred due to a right ventricular (rv) lead fracture. At the interrogation, high impedance, noise, and short interval counts were observed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 670 of 677 lifetime v-sic are recorded beginning 2014 (B)(6). There were 15 nonsustained tachycardia and 2 ventricle fibrillation events of less than 220 milliseconds, v-v cycle recorded between 2014 (B)(6). Lead integrity alert triggered on 2014 (B)(6) due to meeting the requirements for nst and v-sic.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193-88 lead, implanted: (B)(6) 2005; 5076-52 lead, implanted: (B)(6) 2005. (B)(4).